Manufacturer narrative:
Investigation: x-review DHR: x-inspect returned samples. Analysis and findings: (B)(4). Distribution history: this complaint unit was manufactured at csi on 07/16/2013 under wo #(B)(4) and shipped on 08/15/2013. Manufacturing record review: DHR (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. A 5 year old unit was returned damaged at the tip. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4), this unit was at csi on 11/02/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Note: the service & repair tech had noticed the nozzle was a little loose, but the complaint could not be confirmed. *correction and/or corrective action: the unit tested to specifications free of defects and returned to the customer. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required. *preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Unit will not spray properly. Fs log # (B)(4). Wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Unit will not spray properly. Fs log # (B)(4). Wallach ultra freeze 900076 e-complaint- (B)(4).